Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia, item # unknown, lot # unknown. Bearing, item # unknown, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02343, 0001822565-2019-02471. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right knee arthroplasty; subsequently the patient is experiencing pain, loosening , clicking sound, and feels like screw is coming through the knee cap area.